Manufacturer narrative:
(B)(4). This report involves a patient who experienced an infection in the context of peritoneal dialysis. While the infection was not specified, it is currently unable to be ruled out as peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that a patient experienced an infection coincident with automated peritoneal dialysis (apd) therapy. The infection was manifested by the observation of fibrin. It was not reported if the patient was hospitalized for the event. The cause of the event was not reported. The report indicated that the patient was being treated with "hepiburn" (likely heparin) (dose, route, frequency, and duration not reported) for the event. The report indicated that apd therapy was ongoing. Patient outcome was not reported. No additional information is available.